Manufacturer narrative:
It was reported that the shoe caused pain, not holding, foot rotates to the outside and patient falls frequently. The product was not returned for evaluation, the issue cannot be confirmed as reported. The root cause could not be established. If additional information regarding the reported event is submitted at a future date additional reporting on this event will be provided as a supplemental report to this document.

Event description:
It was reported that the shoe caused pain, not holding, foot rotates to the outside and patient falls frequently.